Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The right atrial lead exhibited noise. It was noted that the chest x-ray was normal. All electrical measurements were stable and within range. The noise could not be reproduced in clinic. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(6).